Event description:
It was reported that following a low anterior resection procedure, there was an anastomotic leak. Also, a pelvic abscess developed seven days post operatively. It appears that there was a second operation in 2008, but reason for the second operation is unk.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.